Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to issues with multiple signal errors on patient results. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran dark counts with and without cuvettes, after which, results were within specifications. The cse checked the luminometer for base leaks and build-up and found that the luminometer was clean. The cse ran dispense test for the base, resulting acceptable. Then the cse ran acid dispense test and found that no acid was dispensing. The cse bypassed the acid valve and re-ran the acid dispense and the fluid was dispensed properly. The cse replaced the acid valve, reconnected the acid lines and ran dispense test, which was acceptable. The cse also ran calibrations and quality controls, which were also acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist determined that if the acid fluid is not dispensed during the course of the assay sequence then the system will generate a signal error as the acid and base that is added to the washed sample is critical for accurate sample measurement. The hsc specialist concluded that there is a potential that when the valve first failed there was a partial dispense of acid which contributed to the discordant results. The 2-way valve failure should be considered as an isolated event. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant thyroid stimulating hormone (tsh3-ultra), free thyroxine (ft4), vitamin d (vitd), ferritin (fer), folate (fol), immunoglobulin g (igg), antibodies to (B)(6) and enhanced estradiol (ee2) results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument. The correct results obtained on the alternate advia centaur xp instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant results.